Event description:
It was reported the patient had been having pain around the incision area since implant but it starting to get worse for about a month and a half prior to report. It was stated it was painful in the back where the small incision was located. It was noted it was puffy, sore to the touch, red and painful around the small incision area. The patient stated they had a warm feeling at the pocket. It was later reported the patient met with their healthcare provider on (B)(6) 2013 and they had sacral pain away from the lead or battery. It was stated they had no edema and normal skin to touch. It was noted the patient did not require hospitalization. Reportedly, the healthcare provider suspected interstitial cystitis symptoms and it did not appear secondary to stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va08d0t, implanted: (B)(6) 2013, product type: lead. (B)(4).